Event description:
Customers' daughter called in to report a death and needs to know what to do with the extra supplies. The customers blood glucose levels were consistently high and low. Customers' daughter stated the customer had cancer but diabetes played a role in her death. Prior to the death, the customer was on and off the pump for 4 or 5 days. During the last 2 days she was off the pump permanently due to doctor orders because they couldnt get her sugar to rise again. While being off the pump permanently the customer went into diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.